Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a rotational axis issue on the 30-degree endoscope. The clinical sales representative (csr) confirmed the issue with the endoscope. No error occurred, and no non-intuitive motion was reported. The technical support engineer (tse) advised the customer to return the endoscope. The procedure was completing as planned with no reported injury. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the endoscope image was inverted, and there was an unintended scope rotation. This event occurred during a procedure on (B)(6) 2026. The hospital continued using the faulty 30-degree endoscope in subsequent procedures because a backup endoscope was not available.